Event description:
Device malfunction: foot break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, during deployment of the needle the foot was found to be broken along with a small portion of the suture. The device was removed and no embolization of any material occurred. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has no yet been received.